Manufacturer narrative:
The device involved in the event was returned to the manufacturer for further investigation but the investigation has not yet been completed. As additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that during an infusion, taxol was leaking through the filter when the lid was closed and without manipulation. The tubing was reportedly leaking through the filter located above the drip chamber. There was no report of patient harm as a result of the event. No additional information is known at this time.

Manufacturer narrative:
The reported drip chamber vent leak was not confirmed by investigation. The unused device from the same lot returned from the user facility was tested for drip chamber vent leaks per product specifications. A drip chamber vent leak was not observed. A test infusion was performed with the returned device and a drip chamber vent leak was not observed during the test infusion. The plum pump does not exert pressure on the drip chamber during operation. Pressure at the drip chamber is a result of the bag height of the bag attached proximal to the drip chamber and/or the pressure exerted by a source proximal to the drip chamber. A batch record review was performed to lot# 896105h, list# 142409290 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. Evaluation code: 4101.